Event description:
It was reported that they are returning their unit to elsg for service as there were lines across the screen. No further information is available. No reported pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.